Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that due to clogging of balloon water tube, foreign objects come out of distal end. The foreign material looks like blood residues, which remained inside the balloon-water channel and was washed out with the reprocessing. Additional findings were as follows: the cover of the charge-coupled device cable was peeled, due to a pinhole on channel-tube, water tightness is lost, due to a crack on distal end, water tightness is lost, the image guide bundle has significant breakages, the acoustic lens is damaged, due to wear of angle wire, bending angle in up direction does not meet the standard value, and the universal cord has discoloration. It is most likely that the reported issue resulted due to wear and tear damage with mishandling and with increasing use/time. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the eves eus ultrasound bronchofibervideoscope had a leakage at the distal end. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material was falling off from the channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d4 (UDI) as information was inadvertently missed on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely foreign material remained in the device because reprocessing was not completed due to the discovered leak. The event can be detected/prevented by following the instruction manual about reprocessing in the following sections: chapter 3 "compatible reprocessing methods". Chapter 4 "reprocessing workflow for endoscopes and accessories". Chapter 5 "reprocessing the endoscope (and related reprocessing accessories)". Chapter 6 "reprocessing the accessories". Chapter 7 "reprocessing endoscopes and accessories using an aer/wd". Olympus will continue to monitor field performance for this device.